Event description:
Instrument produced a ">amax" alarm for a patient sample. The result was transferred to the host computer as "0" instead of ">amax". New software has been installed to prevent reoccurrence.